Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the electronic picture archiving and communication systems (pacs) cannot re-connect after software upgrade. It was confirmed that all the ae title, names, and ip address are all the same. The system failed at the echo test. It was noted that the site was able to pull images prior to the upgrade. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was reported that the issue was resolved. It was found that the pacs system would not the site access anything older than a week. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was with the pacs system as it would not let the site access anything older than a week. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.